Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur after the reset. Customer was instructed to continue using the pump and to call back if the issue arises again.